Event description:
Our affillate is reporting the tip of the inserter broke off and was left inside the sheath during insertion. There were no reported adverse affects to the patient.

Manufacturer narrative:
To date depuy mitek has not yet received the complaint device from our affiliate in sweden. Our affiliate did state that a portion of the metal tip was left in patient . We do not know what impact this will have on the patient in the future. Because of this potentiality an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root caused analysis. If the analysis identifies any definitive root cause an additional follow-up report will be filed.